Manufacturer narrative:
Model number/catalog number: 72018201. Serial number: n/a. Batch/lot number: 1000262525. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404273. Serial number: n/a. Batch/lot number: 1000211892. Model/catalog description: cx 18cm snap fit rt. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the ms pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. In addition; pump tubing was not returned for analysis as it was cut down to the pump block. No leaks were identified in the pump. Based on the information available and analysis results, due to the inability to functionally test the pump, the allegation of a device mechanical issue is unable to be confirmed. The allegation of a tubing hole/perforation was unable to be confirmed as the tubing was not returned for analysis. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) and excess force or friction on silicone leads to stress, strains, holes or tears were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. The pump was removed and replaced. The cause of crack in the connecting tube was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cylinders is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issues and hole/perforated are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. The pump was removed and replaced. The cause of crack in the connecting tube was not detailed by the hospital. There were no patient complications reported.